Manufacturer narrative:
Photographic evidence provided confirmed the detected issue, the side rail panel was detached. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, all screws holding the panel were ripped off according to the instruction for use for citadel plus bed (IFU 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The side rail panel detachment was observed by the arjo representative during the pickup of the bed. Based on the collected information the screws holding the panel to the metal plate were ripped off. The bed frame was not in use by a patient at that time. No injury was claimed. It was established that the customer staff did not inform how the side rail was damaged.